Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 60 mg/dl with unsteadiness when standing and walking and severe dizziness associated with the time/date reset. This malfunction is being ruled out based on the following: the patient stated that the time and date defaulted to factory settings after the battery was replaced. The pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. The issue is not likely to cause an adverse event. It was reported that the patient had been moving and exercising more. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.

Manufacturer narrative:
Follow-up #1: date of submission 06/01/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/14/2015 with the following findings: a time/date reset was unable to be verified in the black box. The pump was exercised for 24 hours and then the battery was removed for 23 hours. The pump did not reset to default settings when the battery was reinserted. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.